Event description:
A customer reported experiencing a cartridge alarm 20 while the pump was in use. This issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy. Customer reverted to an alternate method of insulin therapy.